Manufacturer narrative:
This report is filed june 19, 2015.

Event description:
Per the clinic, the device was explanted (date not reported), due to a middle ear infection.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4).